Event description:
It was reported that the connection to the quadrant retractor light source got very hot and burned holes in the towel that was wrapped around it. No pt complications were reported in this case. In addition, it is reported that a higher than 100 voltage power source was used in the case.

Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event.